Event description:
It was reported that during a percutaneous coronary stenting treatment procedure, stent damage occurred. The 99% stenosed target lesion was located in the severely calcified and severely tortuous right coronary artery. The 3.0 x 28mm promus element mr stent delivery system (sds) was advanced several times, with a 2 wire technique, but was unable to cross the lesion. The physician removed the sds and noted that the stent was deformed. They completed the procedure with a 2.5×24mm promus element. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. (B)(4). It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).